Event description:
A user facility reported to olympus that the image was lost and the message "comm error" was displayed. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of image loss and error e216 were confirmed. Additionally, appearance defects of the video connector due to chemical/physical stress were noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to b5, as there were details regarding the event that were inadvertently left out of the initial medwatch report. Additionally, please see updates to d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image and communication error were unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The initial reporter noted the event (loss of image/communication error) occurred during preparation for a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.